Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt remained hospitalized after her implant surgery due to a moderate ileus, congestive heart failure and pleural effusion. The pt allegedly has a history of heart problems. Her husband stated the pt's abdomen was distended and hard and she was constipated due to opioids. Follow-up on (B)(6) 2012 indicated the pt's abdominal distension had resolved. No further information is available at this time.